Event description:
On (B)(6), 2011, medwatch uf / importer report (B)(4) was received: patient undergoing robotic myomectomy. The da vinci permanent cautery hook broke into three pieces in the intra-abdominal cavity. A scope was utilized and the cautery hook pieces were recovered. This was the 7th time this instrument had been used and expected life is ten uses.

Manufacturer narrative:
Multiple attempts with the site have been made, however, at the time of this report, the instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned and / or if additional information is received.